Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned partially deployed. The link was pulled out of the anterior cuff. The posterior cuff was still in the foot pocket with its tabs intact, the posterior foot was examined for needle strike marks and none was detected indicating the needles were deflected outside of the foot pocket. During testing, the suture was pulled from the device with no significant resistance detected indicating the suture drag was not a contributing factor in this event. The original plunger was inserted and the needle trajectory, depth and mandrel travel were acceptable. These findings are consistent with and confirm the reported needle to cuff miss experience. Based on the investigation findings, a posterior miss occurred as evidenced by the posterior needle remaining in the foot pocket after needle deployment. This resulted in the link being breaking at the anterior cuff due to resistance created by the missed posterior cuff. The needle trajectory of each device is tested twice during manufacturing. A cuff miss can be influenced by many factors, including, but not limited to, failing to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies, aggressively deploys the plunger or aggressively removes the plunger and fails to maintain adequate foot position against the arterial wall. Based on the analysis the most probable cause for the posterior cuff miss and subsequent failure to achieve hemostasis is due to needle deflection during plunger deployment possibly caused by interaction with anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality inspection deficiency was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first perclose proglide is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. Hemostasis was achieved with a third proglide. There was no adverse patient sequela. Though requested, no additional information was provided.